Manufacturer narrative:
Additional manufacturer narrative: peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, the patient developed asystole on post-op day #2 and received a permanent pacemaker. There was not allegation or device malfunction or quality deficiency that may have caused or contributed to this event. No further action is required at this time, edwards will continue to review and monitor all events.

Manufacturer narrative:
Additional manufacturer narrative:the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information via clinical affairs that a patient experienced asystole two (2) days post implant of an edwards aortic bioprosthetic valve, which required an implant of a permanent pacemaker on post operative day #4. There was no device malfunction associated with this event as it remains implanted.